Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown winterthur hip on an unknown date. A revision surgery is planned due to a breakage of the implant. As the occurrence date is unknown, the awareness date was taken as occurrence date.

Manufacturer narrative:
Additional information was received on march 25, 2016. Updates: date received by MFR, type of report, and if follow-up, what type?. Correction: date of this report. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported, that the patient was implanted an unknown winterthur hip on an unknown date. The patient fell down, and a breakage of the device was found on (B)(6) 2016. A revision surgery is planned due to the breakage of the implant.

Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2, ref# 01.00551.102) are marketed in USA, and therefore this report was filed. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that revitan stem is broken due to patient fall. Revision surgery is planned. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation all proximal revitan components are compatible with all distal ones. Root cause analysis, dfmea: metal debris, breakage of insert / neck of stem, dislocation or luxation, osteolysis / metallosis due to notching due to impingement between cup and stem neck: possible: the device was not returned for the investigation, therefore cannot be excluded; migration and/or loosening of implant. Stem breakage due to missing prox. Bone support and heavy and active patient due to surgeon unfamiliar with the correct indications and contraindications: possible: the implantation surgery report and the post-implantation xrays were not received, therefore cannot be excluded; impingement with cup leading to metal debris, breakage of insert / neck of stem,dislocation or luxation, osteolysis / metallosis due to wrong positioning of the components, wrong antetorsion chosen: possible: the implantation surgery report and the post-implantation x-rays were not received, therefore cannot be excluded; failure of connection between taper and ball head, breakage of stem, dislocation due to wrong selection of ball heads due to unknown compatibility list: possible: the implanted ball head is unknown. Cannot be excluded; metal debris, breakage of insert / neck of stem, dislocation or luxation, osteolysis / metallosis due to inappropriate design concerning range of motion leading to impingement of components: not possible: according to the complaint summary an adverse trend due to inadequate mechanical properties would have been detected. Conclusion summary wrong positioning of the components, wrong choice of ball head impingement between cup and stem neck may have led to the failure of the stem. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a revitan, distal part, curved, uncemented, 22/260 on (B)(6) 2014. The patient fell down, and a breakage of the device was found on (B)(6) 2016. A revision surgery is planned due to the breakage of the implant. No information is available at this time, if the revision was already performed.